Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sponge, lap 18 x 18 xr rfd 5's were shredded and unusable. No product sample is available.